Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11-sep-2025, it was reported that a beta bionics ilet user experienced fluctuating blood glucose levels, including a hypoglycemic episode with a blood glucose value of 58 mg/dl and a hyperglycemic episode with a peak blood glucose value of 254 mg/dl. The user managed the low with fast-acting carbohydrates and the high with corrective dosing, after which glucose values stabilized. No outside medical intervention was required.